Event description:
The pt was implanted with her scs system on (B) (6) 2007. It was reported that on (B) (6) 2010, the pt could not increase her amplitude using her pt programmer. The pt was reprogrammed, however, programs using all of the lead contacts resulted in unwanted abdominal stimulation. The final program used was not adequate to cover all of the pt's pain. The pt's revision procedure has been postponed indefinitely because she will first have a heart valve replacement surgery. No further info is available at this time.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.